Event description:
It was reported, the pt's device had a leak as the cuff did not fill properly. The device remains implanted.

Manufacturer narrative:
Catalog # 72402105, serial # (B)(4). Should add'l info become available regarding this surgery, it will be reevaluated and a f/u report will be sent.